Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery (rcfa) using the pre-close technique via prior to a thoracic endovascular aneurysm repair (tevar) interventional procedure. The sutures of the first prostyle device was successfully pre-placed. Reportedly, a cuff miss [suture retrieval issue] occurred with six prostyle devices in a row. The tevar procedure was abandoned at the rcfa. Hemostasis was achieved with the pre-placed prostyle suture in the rcfa. The sutures of two new prostyle devices were successfully pre-placed without issue contralaterally. The sheath was upsized to a large bore sheath and the tevar procedure was continued contralaterally. Hemostasis was achieved with the preplaced prostyle sutures on the contralateral access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.